Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The prestataire reported the patient was hospitalized since thursday, january 8, 2026, for ketone levels of 3. The patient had been hyperglycemic since december 31, 2025, and did not eat until january 8, 2026, due to nausea and significant fatigue. It was further reported there was an unidentified latent infection, and even after changing the pod and the controller, their blood glucose level has not stabilized. The controller was reportedly not working. As of february 4, 2026, the patient remained hospitalized. There were no further details available for the reported event. The patient¿s specific blood glucose was not provided but has been noted as greater than 250 mg/dl (13.9 mmol/l) since the patient had been hyperglycemic. The specific diagnosis and treatment are currently unknown. If additional details are obtained, a supplemental report will be submitted.